Event description:
Baxter reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. It is unknown when the transfer set was originally placed. No pt injury or medical intervention was associated with this incident per baxter.